Manufacturer narrative:
Product complaint (B)(4). Updated sections on this med watch: b4, b5, d1, g3, g6, h2 and h11. Section b5: additional/modified information was received on 07-oct-2024. Summary: regarding the event of ¿subarachnoid hemorrhage,¿ the relationship to embotrap was updated from "not related" to "possible," and the relationship to primary study procedure was updated from "not related" to "possible." Corrected data: d1 (brand name): embotrap. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional/modified information was received on 29-jul-2024. Summary: regarding the event of ¿subarachnoid hemorrhage,¿ the answer field for ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from "blank" to "n/a (does not meet above criteria)," and the outcome was updated from "recovering/resolving" to "recovered/resolved." This additional/modified information has been reviewed. No changes regarding the reportability determination nor coding were required. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent (B)(6) study, a 91-year-old male (subject(B)(6)) with a history of congestive heart failure, hypertension and diabetes presented with a witnessed acute ischemic stroke on (B)(6) 2022 with a nih stroke scale (nihss) score of 24 and a modified rankin scale (mrs) score of 1. The suspected origin of embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The patient underwent a mechanical thrombectomy procedure using a 5mmx37mm embotrap iii (et309537/22g037av) device for an occlusion at the m1 segment of the left middle cerebral artery (mca) on (B)(6) 2022. The pre-pass mtici score was 0. The 1st pass resulted in a mtici score 0 with no clot retrieval. The 2nd pass resulted in a mtici score 2a with clot retrieval. The 3rd pass resulted in a mtici score 2b with clot retrieval. During the procedure, a guidewire was used, but the band was not specified. In addition, a 0.021 trevo (stryker) microcatheter, a 9 branchor balloon guiding catheter and a 0.06 axs catalyst (stryker) intermediate catheter were used. No further passes were made. There were no reported intraoperative complications or study device deficiencies. 24-hour post-procedure nihss score was 22. On (B)(6) 2022, the patient experienced the adverse event of ¿subarachnoid hemorrhage,¿ which became known to the site on 04-dec-2022 and to the sponsor on 02-jul-2024. The principal investigator (pi) assessed this event as not serious, mild in severity, and as not related to the embotrap iii study device, not related to the large bore catheter, and nor related to the primary procedure. The event was not medically treated, and the outcome is recorded as ¿recovered/resolved,¿ with an end date of (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6) section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Subarachnoid hemorrhage (sah) is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. There may have been clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported events, rather than the design or manufacture of the device. The investigator felt the event of a ¿subarachnoid hemorrhage¿ was unrelated to both the study device and procedure; however, since the event occurred the day after the procedure, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out entirely. As explained in the referenced medical literature, more than one third of sah survivors live with major neurologic deficits; cognitive deficits are present even in many patients considered to have a good outcome. Based on this information, this event will be conservatively reported to the us FDA, reporting under criteria 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 02-jul-2024. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.